Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon was caused by a dvi (digital visual interface) terminal damage, resulting in the failure to show the picture. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the high-definition lcd monitor had bad image contact and may or may not appear on the screen and there was a crack in the digital visual interface terminal. There was no harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the costumer¿s allegation was confirmed. Additional findings are as follows: the rear panel cover was damaged, there was liquid crystal display pixel defect, and there was damage to the bezel. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.